Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection revealed that the device had a missing pole clamp pressing plate. The cause of the condition was not determined. To correct the condition, the pole clamp pressing plate was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a missing pole clamp pressing plate. No additional information is available.